Event description:
--

Manufacturer narrative:
--

Event description:
Boston scientific received information that this atrial lead had been exhibiting noise, decreased impedance measurements of less than 200 ohms, no capture and intermittent sensing. The patient is paced less than 1% on both the atrial ventricular leads and the device had previously been reprogrammed to vvi. The decision was made to surgically abandon this lead during the elective procedure to replace the associated device. The patient had reported having a broken lead. However, visual inspection of the lead did not identify any damage to the lead body. A new atrial lead was implanted without further incident during this procedure. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.